Event description:
It was reported that the pacing rate on the external pulse generator varied with changes in the sensitivity setting. The generator was returned for service. The paperwork indicated no patient incident with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the upper case, lower case and ring cover were broken, the control knobs, side bail covers and heart lead flex were contaminated and the ring was bent.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.